Event description:
It was reported that this right atrial (ra) lead had to be repositioned due to a suspected dislodgment, the dislodgement was confirmed via fluoroscopy. Sensing was raise and the lead had to be repositioned no additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had to be repositioned due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.